Event description:
It was reported that they were having issues charging their implant and they were having a very hard time to charge their implant. Patient stated the controller kept flipping between the lock screen and the medtronic screen. Agent did not ask for event date to focus on reason for call (see case (B)(4). Agent instructed patient to check for damage, no visible damage to controller compartment pins, li battery pack pins, recharger and controller port. Patient mentioned the recharger gets really hot at the end near the paddle/cord area. Agent walked patient through removing the li battery pack and plugging controller into the ac power supply cord; patient confirmed controller powered on. Patient inserted the li battery pack and confirmed a green solid light. Controller showed 70% and implant 70%. The issue was not resolved. A request was sent to the repair department to replace the recharger. Case re-opened and to send a request to repair to submit a request to repair to correct the shipping method. Agent reached out to repair to cancel the initial request. Case closed.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot#: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Analysis of the recharger, model 97755, s/n (B)(6), revealed. Analysis found: no device found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.